Event description:
It was reported that the pump showed error code 45636. There was unknown patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Corrected d3 manufacturing plant address, state, and zip code. H3: one device was returned for repair with complaint that the pump showed error code 45636. Service history review found no history of repair within past 12 months. Visual/functional testing was performed. Motor test failed, duplicated error. The probable cause was due to motor sensor failure on main printed circuit board (pcb).